Event description:
A valiant stent graft was implanted to treat a distal type I endoleak. 19 months post implant, a CT showed a new endoleak in the thoracic aortic aneurysm (taa) sac. It was unknown if it was a type ia or a type iii. There was no significant change in the taa sac diameter and no apparent stent graft defect. The patinet will be monitored. Additional information received reported that the patient had not been seen since the visit demonstrating a new large endoleak in the middle of the taa sac. The radiologist was calling it a type iii and the principal investigator suspected it was a type I.

Event description:
Additional information received reported that the patient had a secondary procedure consisting of a left carotid-subclavian transposition and a proximal extension of the stent graft to the left carotid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).